Event description:
Same day surgery pt in for bilateral temporal artery biopsy. Pt was under mac-anesthesia with oxygen. After left biopsy was complete pt's head was turned to initiate right biopsy. When cautery unit was activated, flash fire erupted. Second degree burns occurred around mouth, cheecks, neck. Pt was transferred to burn unit at another facility.